Event description:
It was reported that during surgical procedure at the user facility the sonopet 110v console was not aspirating resulting in procedural delay of 30 minutes. The delay required the use of additional general anesthesia. No other medical intervention or adverse consequences were reported. The procedure was completed successfully using back up equipment.

Manufacturer narrative:
The device was evaluated by the manufacturer and no related failures were found to the reported event. The device was then repaired and returned to the customer.

Event description:
It was reported that during surgical procedure at the user facility, the sonopet 110v console was not aspirating resulting in procedural delay of 30 minutes. The delay required the use of additional general anesthesia. No other medical intervention or adverse consequences were reported. The procedure was completed successfully using back up equipment.

Manufacturer narrative:
Investigation in progress.